Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and alleged that their insulin pump was over delivering. The customer's blood glucose level was 285 mg/dl at the time of the incident. The customer reported the insulin pump was still delivering insulin even when they had suspended the delivery. The customer also reported the tubing was wet and smelled insulin. The customer reported it has been occurring with the same set and they are losing insulin every time they suspend to take a shower. The self test and displacement test both passed. The insulin pump will not be returned for analysis.